Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient  felt "not good all of the time". The leadless implantable pulse generator (ipg) was not "tracking" the right atrium enough. The ipg was re-programmed and functions as a back-up pacing system. A conventional transvenous pacing system was implanted to function as the patients primary pacing system. No patient complications have been reported as a result of this event.